Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 14 mg/dl. While in transit to the emergency room (ER), paramedics administered 8 tubes of glucose. Customer arrived at the emergency room with a bg level of 67 (mg/dl). Approximately 2 hours later, when bg increased to 170 mg/dl, the customer left the ER feeling alert and in stable condition. The customer alleged the event was due to the pump over-delivering insulin. The customer declined to provide additional information or perform troubleshooting with tandem technical support. Although requested, the customer declined to upload the pump data logs so that tandem technical support could help determine the cause of the event.